Event description:
Related manufacturer reference number: 2017865-2022-03601. It was reported that the patient presented for a follow-up in clinic with discomfort. Upon interrogation, it was observed that the pacemaker and right ventricular (rv) lead exhibited oversensing with pacing inhibition, and a failure to sense. The pacemaker was explanted, and the rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: previously reported h6 (investigation conclusions) should have been "4315 - cause not established" instead of "11 - conclusion not yet available".